Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va018g0, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient was having some issued and could not make adjustment. It was also indicated in the last few months patient had noticed that the neurostimulator had shifted. It was also mentioned that patient was having a different unrelated surgery at the time, health care provider (hcp) decided to wait until the other surgery was complete. It was indicated that patient had not had any falls or trauma. A follow-up report will be sent if additional information becomes available.